Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and confirmed that cleaning the battery connections resolved the report. The product will not be returning to zoll at this time.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.